Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain of their automated peritoneal dialysis therapy. Reportedly, the home pt was confused and could not recall if they had connected prior to starting the initial drain cycle. While troubleshooting the alarm, the home pt noted a supply line was unclamped. In following up with the hp's family member, they reported the use of outlet port clamps while making spike/port connections. Baxter's technical svc ctr assisted the home pt in ending their therapy early. Per family member, therapy was resumed with new supplies and completed without incident. No pt injury or medical intervention was associated with this incident per the home pt's family member.